Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer reported receiving low readings on the sensor scan and experienced symptoms of "seizure, headache, leg pain, fatigue and lethargy". Customer had contact with healthcare provider and was diagnosed with hyperglycemia and was provided an unspecified "pill" to lower the glucose level. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated from (B)(6) based on the extended investigation. Section d4 (expiration date) and h4 (device mfg date) were updated based on extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. No malfunction or product deficiency was identified. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer reported receiving low readings on the sensor scan and experienced symptoms of "seizure, headache, leg pain, fatigue and lethargy". Customer had contact with healthcare provider and was diagnosed with hyperglycemia and was provided an unspecified "pill" to lower the glucose level. There was no report of death or permanent impairment associated with this event.